Event description:
A report was received that the patient will undergo an ipg replacement due to charging difficulties. A database analysis reported signs of premature depletion.

Event description:
A report was received that the patient will undergo an ipg replacement due to charging difficulties. A database analysis reported signs of premature depletion.

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.